Event description:
Reference MDR #1219856-2012-00178 for the first event involving the same pt. It was reported from the perfusionist that the pump shut down and rebooted automatically while in the intensive care unit. The intra-aortic balloon pump (iabp) was immediately serviced by the field engineer. The report stated there was a system error 1 alarm, cleaned all plugs and reseated tested unit. Functional, however battery needed to be replaced (on (B)(4) 2012) and the pump was put back into service. The pt outcome was the expired. Per the md and the perfusion technologist, both stated the iabp did not cause or contribute to the pts demise.

Manufacturer narrative:
(B)(4). Device will not be returned for eval.